Event description:
The event is reported as: alleged issue: "minor burn occurred on doctor's thumb when he used the product during a procedure. No medical intervention was reported." Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.